Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a craniotomy procedure on (B)(6) 2019 and suture was used. The needle was broken at the tip during interrupted suturing on the dura mater. No broken pieces were left in the patient¿s body. There were no adverse patient consequences reported.